Event description:
The customer reported that during a laparotomy procedure, the instrument stopped working. The jaws of the instrument became locked due to surgeon grasping an oversized bite of tissue between the jaws. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.